Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The cause could not be determined during system check with tandem technical support. Customer declined to change the cartridge, but resumed insulin delivery successfully. The customer's blood glucose was 99-171 mg/dl.